Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty maneuvering the left ventricular lead. The lead was not used and a new lead was implanted. No patient symptoms were reported.